Event description:
On (B)(6) 2012, it was reported that half an hour after the patient woke up on (B)(6) 2012, her infusion device warned her of an occlusion. The patient's blood glucose level was hi. The patient changed the headset, but not the rest of the infusion set or insulin cartridge. The device continued to warn of an occlusion. The patient changed her headset five times that day, but did not change the infusion tubing or cartridge. She eventually switched to insulin injections. That afternoon her blood glucose level was 33 mmol/l (594 mg/dl). The patient went to the hospital and received long acting insulin administered by hospital staff. She was kept in the hospital until the next day. She was told to continue to use insulin injections. The hospital personnel stated there was a problem with her infusion device. On (B)(6) 2012, the patient connected the infusion set to the infusion device, but not to her body. It again warned her of an occlusion. The patient feels that the infusion device did not warn her of the occlusion in time, before her blood glucose levels were elevated. The infusion device, infusion sets, and insulin cartridge were requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.